Event description:
(B)(4). In the beginning my dr lied by telling me I was completely removable with no side effects. This was her recommendation due to my allergies with other birth controls. Started as horrible cramping during periods, then came the bloating, hair loss, and then the constant cramping, painful intercourse, loss of libido, rashes, sharp abdominal pains, painful b/ms and now I suffer from all of that constantly. Most days the pain is so much that I don't have an appetite, sleeping is impossible, it hurts to walk.